Event description:
It was reported that an inquiry was received regarding latitude monitor. Reportedly, the patient fell and landed on his device. It was then tried to send a remote transmission and a red call doctor icon was displayed. No further information is provided at this time. No adverse patient effects were reported.